Event description:
Caller alleged imprecision with the inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2 results: 1.4, & 4.8. Different fingers, tested a few minutes apart. Pt is milking finger.

Manufacturer narrative:
Customer was milking the finger. Per product user guide precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Inratio precision data provided by end-user lot: date: (B)(4) 2012; 1st inr: 1.4; 2nd inr: 4.8; mean: 3.10; sd: 2.40; %cv: 77.55. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. No product associated with the complaint is expected for return. Retain strip testing conducted on (B)(4) 2012 with lot # 271133 met accuracy and precision criteria. Test results are as follows: donor 188 = 1.9, 1.5, 1.7 inr. Donor 189 = 4.0, 3.6, 3.6 inr. At least two out of three replicates are within the allowable bias (+or-1.0) of reference results for donor 188 (1.71 inr) and donor 189 (3.65 inr), respectively. In-house test results have 11.76% and 6.19%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. As reviewed on (B)(4) 2012, thirty-six (36) discrepant result complaints were reported for lot #271133 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.